Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: batch: ab2382.

Event description:
It was reported that the patient has ineffective therapy. Reprogramming was unable to resolve this issue. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.